Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded atrial fibrillation (af) episodes with noisy signals that suggested an electrode fracture. Subsequently the system was deactivated and replaced. No additional adverse patient effects were reported.